Event description:
The pt received a scs system on (B)(6) 2008. It was reported that the pt had 'low ipg' message on the display which had been cleared. It is assumed to be related to passivation due to parameters provided. The scs system was functioning properly. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.